Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of pacing impedance high out of range is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead was not returned. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this lead was an attempted implant. During the procedure the pace impedance remained greater than 3,000 ohms. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.